Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 300 units of cold insulin. The customer added 150 units to the cartridge and successfully loaded the cartridge. The customer's blood glucose (bg) level ranged from 76 mg/dl to the 80's (mg/dl).